Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise was observed on both atrial and ventricular channel which was likely due external interference. Reprogramming was performed. There were no adverse consequences for the patient due to the noise.